Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/18/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the rij catheter came out during dialysis treatment. The pt turned with his catheter to the dialysis machine and the catheter was dislodged from the pt chest, completely with cuff intact. Replaced with a new catheter. The catheter was implanted (B)(6)2010 and dislodged (B)(6)2010. The sutures were still in.